Event description:
Operator reported that blood flow from the pt's catheter could not be established at the beginning of a routine hemodialysis treatment. The blood circuit was discarded due to clotting resulting in an estimated blood loss of 190cc. An epogen protocol was initiated for the pt as a result of the blood loss. No further medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. Reported blood loss attributed to problems with the pt's vascular access. The pt has subsequently received a new catheter. A direct correlation between the system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.